Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a general replacement procedure, the physician had difficulty loosening the setscrews of this device to release the lead. The lead was eventually removed and no damage to any products was noted. The device was explanted successfully. No adverse patient effects were reported.